Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Additionally, it was reported that there were air bubbles observed in the infusion set tubing. Customer primed the infusion set tubing to resolve the issue. Customer's blood glucose was between 270-307 mg/dl.